Manufacturer narrative:
The generator was not returned to olympus for evaluation. The exact cause for the reported event cannot be determined. However, based on similar reports this type of output issue can be attributed to internal failures related to the switch relays electrical contact surfaces that sustain wear and deteriorate with usage. When the connected relay fails the bipolar energy is not delivered. The instruction manual warns users ¿to ensure patient safety and continued satisfactory performance, perform the prescribed inspections and operational tests as recommended. If any abnormalities are noted do not use the unit.¿

Event description:
Olympus was informed that during a laparoscopic appendectomy procedure, the generator exhibited intermittent output with the hand-piece. It was reported that the generator was rebooted with the hand-piece attached to the unit and again intermittent output was noted. The generator was removed. There was minor bleeding reported. The minor bleeding was treated and the intended procedure was completed using a regular cautery pen and sutures. The procedure was prolonged by 10-15 minutes due to troubleshooting the output issue. The patient did not require a prolonged stay or additional procedures. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The device was returned to olympus for evaluation. The evaluation was unable to duplicate the user's complaint of no output on port a and intermittent function on port b. A visual inspection was performed on the returned unit and found the unit was missing 2 legs. The unit was tested and passed all functional testing. All output powers were found to be within standard specification. The unit underwent a 2 hour burn-in test and no error codes were observed. The unit has the current version of the software (v2.07). A review of the unit¿s fault log revealed a 600 15r ¿handswitch button stuck¿ error that can be attributed to the handswitch being held down by the user or the use of a faulty accessory. A 100 10r ¿software execution¿ failure error was observed due to power brown outs or internal faults that resulted in an unexpected interruption to the generator software by the unit¿s watchdog reset. The exact cause of the reported event could not be determined.